Event description:
It was reported the lead was removed and replaced, due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; the analyst noted that the lead was received with a white substance on the helix that may have contributed to the reported electrical issue; distal segment returned and analyzed. Other text : trueisprint fidelisimplantable tachy lead. It was reported the lead was removed and replaced due to high pacing thresholds. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination. Device performed according to specifications. No conclusion can be drawn, high threshold.